Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in backup mode. Abbott technical support was contacted and the firmware was downloaded which restored the device to normal function. The patient was in stable condition.